Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during her 2 day wear of the adc freestyle libre sensor. Customer reported not experiencing any symptoms but discovering the infection when removing the sensor on (B)(6) 2018. Customer had contact with a healthcare professional and was prescribed amoxicillin antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection during her 2 day wear of the adc freestyle libre sensor. Customer reported not experiencing any symptoms but discovering the infection when removing the sensor on (B)(6) 2018. Customer had contact with a healthcare professional and was prescribed amoxicillin antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was fully seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.